Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in germany, regarding a 26mm sapien 3 ultra transcatheter heart valve implant procedure in aortic position by transfemoral approach, during the procedure, there was difficulty inserting the esheath into patient and then resistance was also felt while inserting the commander delivery system with crimped valve through the esheath. The delivery system got stuck in the esheath blue portion. There was a bent strut and a esheath strain relief damage. The whole system was withdrawn as a single unit with the esheath and a new kit was prepared and the valve was successfully implanted. No patient injury occurred and patient was stable post-procedure.

Manufacturer narrative:
Added information to b7 and h10. Corrected h6 component code, type of investigation, investigation findings, and investigation conclusions: updated b4, g3, g6, and h2. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. During visual evaluation the crimped valve was observed to have one bent strut outwards at the inflow side. The valve was expanded by the engineers, and the valve frame was observed to be canted. The bent struts were no longer visible after expansion. Due to the nature of the complaint, no functional testing was able to be performed. Imagery was provided by the field. The valve was observed stuck within the sheath shaft, protruding through the liner tear. One bent strut was observed bent outwards at the inflow side. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the sapien 3 ultra / sapien 3 ultra resilia valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The valve frame damage was confirmed based on evaluation of returned device and provided imagery. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (high push force, insertion steep angle) likely contributed to the event as per information provided patient presented moderate degree of calcification and tortuosity at the access vessels, and there was resistance while inserting the commander delivery system with crimped valve through the esheath and got stuck. Furthermore, per follow-up provided it was indicated that the esheath was inserted in a steep angle. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Additionally, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. High push force applied to overcome the resistance felt can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has previously been opened to investigate high push force events, the root cause, and implement any necessary corrective actions.